Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was wearing the pump supplies for 3 days, and using cold insulin. Tandem clinical support informed the customer that wearing the pump supplies for 3 days, and using cold insulin, is off label per the user guide. Reportedly, the customer went to the emergency room (ER) on (B)(6)2023 with a blood glucose level of 500 mg/dl and small ketones. Customer attempted to address the elevated blood glucose level by manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released that same day with no permanent damage.